Event description:
It was reported to covidien on 09/15/2009 that a customer had an issue with a sharp shuttle. Customer reports that while conducting an inventory of a med box, a paramedic was stuck in the middle finger of the right hand by a needle protruding from the bottom of the sharp shuttle.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion the results will be forwarded.